Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced dysphagia. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2011. Dysphagia began 15-20 days after implant leading to a diet of soft foods. Uneventful device explant. Pt condition after explant indicates dysphagia is resolved and no effects on daily activities remain.